Event description:
The caller alleged discrepant results when compared with the lab. Inratio 0.7, lab >3.0. Three days later inratio 3.19.

Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. Inratio: 0.7, (2005) 3.19. Lab: >3.0.